Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, the early signal detection system indicates an additional investigation is necessary. Both bd and the supplier are currently investigating potential actions to mitigate this type of incident and the complaint sample was manufactured prior to the implementation of any such actions. The supplier has been notified of this event. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Event description:
It was reported that the patient involved with this incident is an active preschooler, though closely monitored by parents. Nursing was preforming a routine flush (using normal saline) of the patients ivad making use of the bard safestep huber needle set that was used to access the port when they noted fluid allegedly spraying on their hand as they flushed. They discovered an alleged break in the tubing of the needle set located right at the point where the tubing meets up with the luer connector. Supposedly, there were no previously noted incidences of the line being tugged, snagged or twisted in anyway. The patient had been running various medications and IV fluids through the needle set over the course of a week. Leading up to the event, the patient would have been receiving d5ns at 5 ml/hr overnight and intermittent IV piperacillin-tazobactam (every 6 hours) and IV vancomycin (every 8 hours).

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdyf019 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Event description:
It was reported that the patient involved with this incident is an active preschooler, though closely monitored by parents. Nursing was preforming a routine flush (using normal saline) of the patients ivad making use of the bard safestep huber needle set that was used to access the port when they noted fluid allegedly spraying on their hand as they flushed. They discovered an alleged break in the tubing of the needle set located right at the point where the tubing meets up with the luer connector. Supposedly, there were no previously noted incidences of the line being tugged, snagged or twisted in anyway. The patient had been running various medications and IV fluids through the needle set over the course of a week. Leading up to the event, the patient would have been recieving d5ns at 5 ml/hr overnight and intermitent IV piperacillin-tazobactam (every 6 hours) and IV vancomycin (every 8 hours).